Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 reference MFR. Report#: 3006705815-2017-00039: 3006705815-2017-00040: it was reported the patient underwent a drg implant procedure. During the procedure, cerebrospinal fluid leakage occurred when the doctor attempted to access the patient's epidural space. Following the procedure, the patient began to experience severe headaches. The patient has been using fluids and caffeine to address the headaches.